Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture on an unknown date, dependent upon patient positioning. The patient was asymptomatic to the event. The lead was explanted and replaced. There were no consequences to the patient.